Event description:
Reported due to an occlusion requiring intervention. The patient was morbidly obese with a huge panus that had to be taped back for both of the following procedures. The physician performed a successful circumflex stent through a right common femoral artery (cfa) access site in 2006, one day after a diagnostic procedure was performed in the same site and closed with a suture mediated closure device. A femoral angiogram confirmed the access site to be in the right cfa, which was estimated to have a six (6) millimeter diameter and be disease free. Reportedly, there was an arterial pinch from the previous day's procedure. There were no difficulties reported during insertion, deployment or withdrawal of the starclose device. A small amount of oozing was noted. Hemostasis was obtained by approximately ten (10) minutes of manual compression. The drape was then removed and it was noted the right leg was mottled with no pulses. A pigtail catheter was placed in the aorta through the left groin as a runoff and the patient was taken to surgery for removal of the occlusion, clip, and arteriotomy repair. The patient recovered without any complications and was discharged three days later, one day later than previously scheduled.

Manufacturer narrative:
The device was not returned for evaluation, but the lot information was provided. A device record history review will be performed. This report represents all the information known by the reporter upon query by abbott personnel.